Event description:
Event became reportable based on investigation approved on 06/16/2006. It was reported that upon opening the package of the liberte' monorail stent delivery system, the stent had a strange shape. It appeared as if there is extra metal concentrated in the middle of the stent which caused it to be bumpy.

Manufacturer narrative:
Device analysis confirmed that the stent was bunched in it's center. This bunching was formed as a result of the proximal section of the stent being pulled distally. It is not possible to determine when this damage to the stent occurred. It is noted that all stents are packaged with a stent protector placed over their entire length. It would not have been possible to package the device in its returned condition. A review of the manufacturing record for this particular batch shows that the device met it's material, assembly and product specifications at the time of its release to distribution. It is not possible to conclusively determine the root cause of this complaint incident.